Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: left hip pain, right hip pain.

Event description:
Update received 12/23/2013 - the complaint has been reopened so that it could be updated with the patient's clinical ID number. Clinical report states that the patient has experienced pain, but has not required a revision surgery. There is no new information that will affect the existing MDR decision. Complaint updated 01/15/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 09, 2017: legal medical records received. After review of the medical records for MDR reportability, revision note stated that the posterior capsule and external rotators were fully dehisced, the tissues were glassy in appearance with brown and gray staining lightly throughout all tissues and the trunnion did not demonstrate deep corrosion or much damage. Stem is being added for the reported corrosion. This complaint was updated on: jun 20, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.